Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to dislocation of an exeter femoral head from a poly liner. The head and liner were removed and a new head with a constrained liner was implanted. No stryker rep was present for the procedure. Reporting rep confirmed that no further information will be released by the hospital or surgeon.